Event description:
Additional information received reported the patient had adjustments twice but it did not help. The patient was still having concerns with the device or therapy but was working with her physician or manufacturer representative. The patient was scheduled for an appointment on (B)(6)-2012.

Event description:
It was reported that the patient experienced severe pain at the internal neurostimulator (ins) site to the lead-extension location. This occurred when the patient turned the stimulation from off to on. The patient further reported mild pain when the stimulation was off. It was noted that the pain began about 3 weeks ago after the patient attempted to pick something up. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778, lot# v803381005, implanted: (B)(6) 2011. Product type: lead: product ID 3778, lot# v564239018, implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).